Manufacturer narrative:
The customer was provided with a replacement and the issue was resolved. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to synchron wash concentrate ii bottle that leaked when loaded on the instrument. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.